Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that prior to closing the pacemaker pocket during the initial implant procedure, this atrial dextrus lead had dislodged. The lead was repositioned and the pocket was closed. Four hours later, an x-ray revealed the lead had dislodged a second time. Therefore, the pacemaker pocket was re-opened and the decision was made to explant the lead. A new lead was implanted without further incident. The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional info is received.